Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Dhrs for the freestyle strips was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Retain testing was performed freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device shuts off after the sample was applied, therefore was unable to perform tests. The customer became hyperglycemic and the customer received a treatment of insulin (type/dose unknown) injection by a healthcare professional for the diagnosis of hyperglycemia. Note: the customer was using expired strips to obtain reading. There was no report of death or permanent injury associated with this event.